Event description:
It was reported that the right ventricular lead was removed from the implant box and the helix would not extend. The lead was not used.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece. The helix was returned extended and there was no blood/tissue found inside the helix housing. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. Without cleaning and by applying torque to the connector pin, the helix could be retracted and extended with the helix extension length measured within specification. Visual inspection did not find any anomalies except for the damage found consistent with procedural damage.